Event description:
Information was received indicating that a smiths medical cadd duodopa pump had a different lock level then what the patient expected. The patient went to see a neurologist who fiddled with the pump and stated that everything looks fine. Afterwards, the patient discovered that the lock level was at 0 instead of one. The patient was transferred to a specialty pharmacy and they performed troubleshooting on the pump. They stated that the lock level would not change the functionality but they did set the lock level back to 1. Additionally, seven days after the date of the event it was indicated that the patient experienced an electric shock feeling from the pump. There were no reported adverse patient effects.